Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis was the patient not masking or gloving during pd treatment connection. This is supported by the culture result of coagulase-negative staphylococcus. This pathogen is the most common cause of pd-related peritonitis and are found colonizing human skin and hands. Most cases of pd-related peritonitis are the result of touch contamination by the patient when they break sterile technique. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On 17/aug/2023 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient¿s culture resulted in positive growth for coagulase-negative staphylococcus (no species documented). The cause of the patient¿s peritonitis has been attributed to the patient not wearing gloves or a mask while connecting to pd treatment. The patient has not been hospitalized for this event. The patient continues to complete continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler during treatment. The patient is completing a mid-day manual fill to instill the antibiotics for a six-hour dwell prior to ccpd treatment in the evening. The pdrn stated there was no issue with any fresenius device, drug, or other product(s) related to this event.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient¿s culture resulted in positive growth for coagulase-negative staphylococcus (no species documented). The cause of the patient¿s peritonitis has been attributed to the patient not wearing gloves or a mask while connecting to pd treatment. The patient has not been hospitalized for this event. The patient continues to complete continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler during treatment. The patient is completing a mid-day manual fill to instill the antibiotics for a six-hour dwell prior to ccpd treatment in the evening. The pdrn stated there was no issue with any fresenius device, drug, or other product(s) related to this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.